Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had multiple pump error alarms and insulin pump powered off suddenly. Customer's blood glucose level was unknown at the time of incident. Customer also stated that the after changing the batteries the time of date setup screen appeared. The insulin pump will not be returned for analysis.